Event description:
It was reported that during a coronary artery drug eluting stenting procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the moderately tortuous, severely calcified distal left circumflex (lcx) artery. The physician attempted to place the 2.75x12mm taxus liberte stent, but was unable to cross the lesion. The device was then successfully removed and once outside the pt, stent damage was noticed. The procedure was completed with a different device. No pt complications were reported. Pt's condition is reported as "good".

Manufacturer narrative:
(B)(4).